Event description:
Complainant alleged that while attending to a pt (age & gender unk) the analysis button was pressed, however, the device did not analyze the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.